Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the jawline with juvéderm® volux¿ xc. A week later, the patient reported ¿pain and lump¿ on their mandible that felt ¿jules root canal.¿ the patient was treated with augmentin for 10 days and a medrol dosepak. There was concern that ¿filler got into the gland or a possible delayed onset inflammatory state.¿ event was ongoing.